Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a free flow event of magnesium sulfate (2g/50ml). The medication was hung at 0458 with intended duration of two (2) hours. However, the bag was empty by 0530 with pump module saying there was 49.5 ml still to be infused. There was no patient harm.

Event description:
It was reported a free flow event of magnesium sulfate (2g/50ml). The medication was hung at 0458 with intended duration of two (2) hours. However, the bag was empty by 0530 with pump module saying there was 49.5 ml still to be infused. There was no patient harm. Additional information received from maude database and the report says "magnesium 2g/50ml hung at 0458, which should run over 2 hours. Bag was empty by 0530 with alaris pump saying there was 49.5ml still to be infused. No noted patient harm."

Manufacturer narrative:
Additional information: describe event or problem, sex, weight, weight unit, patient ethnicity and patient race.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an free flow - magnesium sulfate was not determined because no products or device logs were returned.

Event description:
It was reported a free flow event of magnesium sulfate (2g/50ml). The medication was hung at 0458 with intended duration of two (2) hours. However, the bag was empty by 0530 with pump module saying there was 49.5 ml still to be infused. There was no patient harm.